Event description:
This 70 yr old female was undergoing physical therapy with a galvanic electrostimulator to right lower leg for foot drop. The machine was set at 20 milliamps(goes from 0 to 80). Electrode placed for 15 min. No complaints from pt. 4 days after this treatment pt presented to hosp e.r. The e.r. Physician documented 2 1/2 cm burns adjacement to each other and another reddened area. He described the two areas as probable nearly full thickness burns. The area did not appear infected. A dressing of silvadene was applied. She was given a tetanus injection booster. She was instructed to change dressings and wash daily at home and to return to the e.r. Pt chose to follow with her family dr. The machine was checked by the biomedical dept. 5 days after the incident and evaluated as having no malfunction found. The last date of preventive maintenance was 4/28/95. There was only one occasion during the life of this machine when a problem occurred; there was a short on 1/28/94. The cables were repaired.